Event description:
On (B)(6) 2025, a territory manager (tm) reported that the user experienced an adverse event due to a leaking insulin cartridge. The cartridge leakage occurred because the user connected the filled insulin cartridge and luer adapter outside of the ilet device, which can damage the cartridge septum and lead to insulin leakage. Per the device IFU, this can result in high blood glucose levels and, if prolonged, may cause diabetic ketoacidosis (dka). The user experienced high blood glucose (bg) levels above 180 mg/dl for over three days beginning (B)(6) 2025, with the device alerting for bg levels above 300 mg/dl for over 90 minutes. The user administered backup insulin injections but ultimately required hospitalization. On (B)(6) 2025, the user was admitted to the hospital with dka, vomiting, dry mouth, and body aches. The user received intravenous insulin and was released on (B)(6) 2025. No long-term health effects were reported.

Manufacturer narrative:
Diabetes mellitus.